Event description:
Customer reported 3 samples that were tested with capture-r ready-screen 3 (crrs 3) during validation testing on the echo. All 3 samples resulted in unexpected negative reactions when compared to positive results obtained by gel method.

Manufacturer narrative:
Review of customer camera images: sample 1(known anti-e) - tested in duplicate. Gel 1+/echo negative on both runs: rs3 on echo- crrs 3, lot 058 exp 10/27/09- visually negative all wells, raw scores, 0,0,0,100- controls optimal; phenotype well 2 e+e- rs 3 on echo crrs 3, lot 058 exp 10/27/09- visually negative on all wells, raw scores, 0,0,0,100- controls optimal phenotype well 2 e+e- sample 2 (newly identified anti-fya, no transfusion history) gel- 1+ weak / echo- negative rs 3 on echo crrs 3, lot 058 exp 10/27/09- visually negative on all wells, raw scores, 0,0,0,100- controls optimal phenotype well 1 fy(a+b-) well 3 fy(a+b+) sample 3-(known anti-e); (B)(4)- drawn (B)(6) 2009 refrigerated run on echo (B)(6) 2009. Gel 4+ /echo- screen negative. Crrs 3, lot 055 exp 10/13/09 visually negative well raw scores 0,1,0,100- phenotype- well 2 e+e- capture-r ready ID (crrid)- positive. Crrid lot 119 phenotype well 1 (0)e+e+, well 3(3+) e+e- well 6 (3+) e+e+. The reactivity of the e antigen was confirmed on retention crrid, lot id119, and crrs (3), lots r055 and r058. The reactivity of the fya antigen was confirmed on retention crrs (3), lot r058 and crrid, lot id119. Newly formed anti-fya may indicate igm antibodies. As per the crrs (3) package insert, igm antibodies may fail to react with this assay. Customer did not return reagents or samples for further investigation.